Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01141. It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention was undertaken undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue. During the procedure, a replacement ipg (sn: (B)(4)) had communication issues and would not connect to external devices. In turn, a new replacement ipg had to be used to complete the procedure.